Event description:
When performing a routine suctioning down a 3.5 endo-tracheal tube, the 8 french ballard flexible catheter came disconnected at the thumb port leaving the flexible catheter in the endo-tracheal tube when attempting to withdraw. Entire suction catheter was removed and replaced with a new catheter.